Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture seen¿ was confirmed as a cuff miss. The guide break and foot detachment were confirmed. The foot retraction issue could not be confirmed based on the condition of the device. Entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: patient code 2199 removed.

Event description:
Subsequent to the initial filed medwatch report, additional information provided: reportedly, after plunger removal, there was no suture seen. The footplate lever would not retract at all. After lifting the lever repeatedly, the device footplate would not close. The vessel was incised and the proglide device removed. The proglide guide separated, yet was held together with the actuator wire, and the posterior foot separated during removal of the device. The location of the separated foot is unknown. Hemostasis was achieved surgically. A clinically significant delay was reported and hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after an interventional coiling procedure. Reportedly, after plunger removal, there was no suture seen. The footplate lever would not retract at all. After lifting the lever repeatedly, the device footplate would not close. The vessel was incised and the proglide device removed. Hemostasis was achieved surgically. A clinically significant delay was reported and hospitalization was prolonged. No additional information was provided.